Manufacturer narrative:
Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions: the gore excluder aaa endoprosthesis instructions for use (IFU) states: adverse events that may occur and/or require intervention include but are not limited to: endoleak. Users are made aware of the risk associated with type ii endoleaks in the instructions for use (IFU) for both the gore excluder aaa endoprosthesis and the gore tag thoracic endoprosthesis, and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Additionally the IFU states: according to the gore excluder aaa endoprosthesis instructions for use, pts should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.

Event description:
On (B)(6) 2012, this pt underwent endovascular repair to treat an abdominal aortic aneurysm and was implanted with gore excluder endoprostheses. The pt tolerated the procedure. On (B)(6) 2013, the pt underwent re-intervention for a distal endoleak suspected to be a type I endoleak. The right internal iliac artery was coil embolized and an additional gore excluder contralateral limb was placed. Final run showed slight contrast, the physician is unsure if it is a type I or type ii endoleak. The pt tolerated the procedure.